Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (09/07/2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6), 2011 the test strips involved in this case failed testing. On performance testing with control solution the results were found to fall above the labeled range. Therefore, the complaint is confirmed. The meter and test strip vial were tested and no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6), 2011 the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch veriopro meter was giving inaccurately high readings. It is not clear if the comparison was made to another meter or to a laboratory method, as customer service documented both. The patient obtained the blood glucose readings of 158 mg/dl, 175 mg/dl, 232 mg/dl, 178 mg/dl, 181 mg/dl, 338 mg/dl, on the reported meter and laboratory results of, 139 mg/dl, 141 mg/dl, 207 mg/dl, 147 mg/dl, 166 mg/dl, 299 mg/dl within an unspecified time period. No information was provided about the test strips or testing technique. The patient did not report any symptoms or seek any medical attention. The patient did not suffer any injury due to the reported meter. However, as the test results fell outside expected values for accuracy testing, this complaint is being reported.